Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a red alert notification that not sent by the system until the day after the transmission was received. The system was down for an upgrade at the time of the initial transmission which delayed the sending fo the red alert. No patient complications have been reported as a result of this event.